Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred which required a pericardiocentesis and additional surgery. During ablation on the anterior to the right sided veins, it was noticed that heart silhouette on x-ray was still. The blood pressure reading showed systolic blood pressure of 45/20. An echo showed the cardiac perforation and a pericardiocentesis was performed to drain blood. The blood pressure did not increase significantly. Cardiac surgeons performed a thoracotomy on the table and sutured the hole which was found to be at the right corina or intravenous ridge. The patient is stable. The physicians believe the cardiac perforation occurred in the anterior right carina. There were no alleged performance issues with any abbott devices.

Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred which required a pericardiocentesis and additional surgery. During ablation on the anterior to the right sided veins, it was noticed that heart silhouette on x-ray was still. The blood pressure reading showed systolic blood pressure of 45/20. An echo showed the cardiac perforation and a pericardiocentesis was performed to drain blood. The blood pressure did not increase significantly. Cardiac surgeons performed a thoracotomy on the table and sutured the hole which was found to be at the right corina or intravenous ridge. The patient is stable. The physicians believe the cardiac perforation occurred in the anterior right carina. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.